Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a cracked on the arterial luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the normal process of disconnection from the machine, it was found that the luer adapter connection seam was broken. The catheter was repaired. There was no leak. Iodine was the cleaning agent used on the device. Tego was utilized. There was a crack observed on the luer adapter. No instrument was used to loosen or tighten the device. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, e1, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the normal process of disconnection from the machine, it was found that the luer adapter connection seam was broken. The catheter was repaired. There was no leak. Iodine was the cleaning agent used on the device. Tego was utilized. There was a crack observed on the luer adapter. No instrument was used to loosen or tighten the device. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. Flushing was done with no abnormalities. Cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Dialysis tubing was the product being utilized with the device. No excessive force was used on the device. No intervention/treatment was required as a result of the event. As a remedial action, the luer adapter was replaced, and the procedure was able to proceed and complete. There was no blood loss, and a blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter, with a crack on the threads of its arterial luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.